Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During testing, the iesu displayed error code c33 at startup. The log showed error c00. Visual inspection indicates the unit is in good cosmetic condition. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using a xi system before surgical ports placement, an operating room (or) staff contacted technical support to report integrated electrosurgical unit (iesu) faults, specifically c00 and c33. The site rebooted the iesu and switched power outlets, but the issue persisted. The customer switched to another xi system to continue the procedure. There was no report of patient involvement.